Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Please note that the information below was previously reported in manufacturer report #: report# 3007566237-2014-00434: it was reported that the patients pump had been mis-programmed . As reported, the physician (qualified with a practice of more than 10 years) scheduled the pump for intrathecal infusion of lioresal (baclofen) for an unspecified indication from an unknown date at an unknown dose in mcg/day instead of mcg/hour. In total, the patient received within 6 hours 6 times the daily dose of lioresal (250 mcg 6 times or a total of 1500 mcg) (as reported). There was no blocking alarm when the dosage was greater than the previous dosage prescribed, but the system regularly requested to confirm the scheduling. On an unspecified date, the patient experienced coma by respiratory distress due to lioresal overdose. The pump was discontinued via a magnet. The patient was mechanically ventilated waiting her awakening. On an unspecified date 48 hours later, the outcome was favorable. The pump was rescheduled to avoid withdrawal effects. The final outcome of the wrong pump programming was not reported and for other events was complete recovery. Causality of the wrong pump programming was not reported and for other events was suspected. The seriousness of the events was not reported. This device system delivered lioresal. Any further information pertaining to this event will now continue to be captured within this manufacturer report # 3004209178-2014-00123.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient fell down in a coma and was admitted in the hospital. There was no injury for the patient after the coma. It was noted that a refill procedure document was sent to the pharmacy. The programming error was not made while programming the pump in flex mode.

Event description:
It was reported there was a programming error. During a refill, the pump was programmed to milliliters per hour in place of milliliters per day. The event required hospitalization and reprogramming. No troubleshooting was performed or required. The pump was being used to deliver baclofen. The patient had overdose symptoms and the patient status at the time of the report was ¿alive- no injury.¿